Manufacturer narrative:
(B)(4). D10: medical product: stemmed tibial component precoat size 6 for cemented use only: catalog#: 00598004702, lot#: 66769430; femur cemented posterior stabilized (ps) standard right size 10: catalog#: 42500606802, lot#: 66256075; refobacin bone cement r 1x40-3: catalog#: 3003940001-3, lot#: u40aah1902, qty#: 2. G2: foreign - event occurred in china. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, two (2) months post-implantation, the patient began to experience discomfort and it was determined that the tibial bearing had disassociated from the tibial tray. The patient underwent revision surgery and the bearing was exchanged without reported complication. All available information has been provided.